Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the atrial lead was noted with oversensing resulting in inappropriate automatic mode switch episodes. The cause of the oversensing was unknown. No intervention was made. The patient was stable and would be monitored.